Event description:
The event is reported as: the (B)(6) alleges that during incoming inspection an improper package sealing was detected.

Manufacturer narrative:
From the picture provided it seems to be a "improper package sealing". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) investigation for the reported lot number did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it appear to be a "improper package sealing", complaint cannot be confirmed; however it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.